Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported desired settings not available when he tried to increase stimulation. Patient said if he turned the other programs off then he's able to increase stimulation further. Other groups didn't have this issue. Patient stated that his leg is starting to bother him. Issue started a couple weeks ago when patient went golfing. Patient said he got a sharp pain at the neurostimulation site that comes and goes. Also he noticed the implant doesn't discharge as much or as quickly, lately. Technical services(ts) reviewed with caller that he might have damaged the lead with his golf swing, speculatively, and a system check is recommended. Patient to see his doctor and have them page rep if necessary. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, greater than 40 ,000. Patient was successfully programmed around impedance. "Out of regulation (oor)" or "settings not available" was also seen. Stimulation was not able to be adjusted. Patient was successfully programmed around impedance issue and was able to increase his stimulation with controller after. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.